Event description:
Information was received from a patient regarding an implantable neurostimulator for the treatment of bladder issues. It was reported that they would go to their doctor once a week or once a month, and the technician would change the setting every time. They would try that, but after a couple years, they got tired of it not working and went back and spent all the time. The last few times, the technician said that probably the wires might be broken, and that's why it was doing it. The patient mentioned they had a cat scan of their head, and the girl had the patient call, and they turned it off and told the patient just to leave it off.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28 (lot: va0rwk6); product type: 0200-lead; implant date (B)(6)2015; explant date (B)(6)2019 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.